Event description:
The pt was undergoing an endometrial biopsy. Upon removal of the curette from the pt's cervix, the physicians noted that the end tip of the curette was missing. The curette had been inspected by the physician before use, no abnormality was noted. 8/31/95 pt had d & c to remove tip of curette from cervix.